Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had issues with the reservoirs and infusion sets and received no delivery alarms. He stated that the issues started about 2 to 3 weeks prior. Customer's blood glucose value was 144 mg/dl. He requested to have replacements sent to him while he received the supplies he had ordered. Infusion sets and reservoirs were sent to the customer.